Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in new zealand. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a hip revision with exchange of the acetabular liner and femoral head approximately 15 months post-implantation due to dislocation and instability. No further event information available at the time of this report.